Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient presented with the following pre-op diagnoses: right l5-s1 foraminal stenosis, herniated disk, pars defect bilateral l5-s1, grade 1 anterolisthesis of l5 on s1 with l5 radiculopathy. Procedures: 1. Right l5-s1 laminotomy. 2. L5-s1 neural foraminotomy. 3. L5-s1 microdiscectomy. 4. Intraoperative microscopy and fluoroscopy. Complications: none. (B)(6) 2011 the patient underwent right l4-l5 microdiscectomy and right l4 laminotomy. Pre-op diagnoses: herniated lumbar disk with foraminal stenosis, right l4-l5 with pars defect, with grade 1 anterolisthesis of l4 on l5. (B)(6) 2012 the patient underwent the following procedures: 1. Reexploration of previous lumbar decompression. 2. Bilateral l4-l5 la mincetomy. 3. Bilateral l4-l5 foraminotomy. 4. Right l4-l5 transforaminal lumbar interbody fusion. 5. Placement of pedicle screws bilaterally l4-l5. 6. Posterolateral fusion l4-l5. 7. Intraoperative fluoroscopy. Pre-op diagnosis: spondylolytic spondylolisthesis with herniated disk with worsening lysthesis status post laminectomy. Per -op notes: under fluoroscopic guidance, endplates were repaired utilizing curette as well. Then the placement of appropriate sized cage filled with patients own bone and bmp was done. (B)(6) 2012 the patient presented with the following pre-op diagnosis: ganglion and cyst synovium, tendon and bursa postlaminectomy syndrome, lumbar region. The patient underwent the following procedure : percutaneous implantation of neurostimulator electrode array, epidural. (B)(6) 2012 the patient underwent the placement of spinal cord stimulator paddle and generator. (B)(6) 2012 the patient presented with cervical radiculopathy and underwent c5-c6 cervical laminectomy, facetectomy and foraminotomy with decompression of spinal cord, cauda equine and /or nerve roots,single vertebral segment; cervical. (B)(6) 2013 the patient presented with carpal tunnel syndrome. (B)(6) 2013 the patient presented with severe right wrist arthritis and underwent right proximal row carpectomy and right wrist fusion with a posterior interosseous nerve neurectomy. Complications : none. (B)(6) 2014 the patient presented with left slack wrist and underwent left wrist fusion with autograft and proximal row carpectomy and posterior interosseous nerve neurectomy. Complications: none. (B)(6) 2014 the patient presented with the following preop diagnoses: 1. Progressive kyphotic deformity in the cervical spine. 2. Severe neck pain. 3. Upper extremity radicular syndrome. The patient underwent the following procedures: stage1. 1. C4-5, c5-6, c6-7 anterior cervical discectomy and fusion. 2. Placement od structural allograft lordotic spacers into the c4-c5, c5-6, c6-7 interspaces. 3. Anterior instrumentation from c4-c7. Stage 2. 1. Posterior segment instrumentation from c3-c7. 2. Use of morselized allograft.3. Arthrodesis for deformities spanning from c3-c7. 5. Posterolateral arthrodesis from c3-c7. Complications : none.